Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The sample consisted of one peritoneal dialysis (pd) catheter which came inside a plastic bag with an adapter and clamp. The sample presented signs of use. Visual inspection was performed, and it was observed that the catheter was cut in two parts. Additionally, the cuffs were firmly adhered to the catheter. An ishikawa diagram was used to determine the potential causes for this event and the manufacturing process for this product was reviewed. During evaluation, it was observed that the manufacturing steps and activities are appropriate, and the applicable procedures are clear enough and contain controls to prevent a deviation. The reported condition has been confirmed. Based on all gathered information, the probable root cause for this event cannot be determined. No trends or triggers have been found for this event, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states the catheter was found to be disconnected inside the patient during a CT scan. The catheter was replaced and there was no consequence to the patient.